Event description:
It was reported that the catheter was inserted on (B)(6) 2013 with the length of 45 cm. On (B)(6) when the nurse did regular maintenance, she found there was leakage at the site of the connector. She changed another set of PICC and finished the insertion. Per investigation, catheter was not securely attached via the gray connector.

Manufacturer narrative:
The complaint of a catheter leak was confirmed, and the cause appears to be use related. The product returned for eval was a 4fr s/l groshong nxt clear vue PICC. The catheter had been cut in two locations: one at the 49cm and one near the 44cm depth markings. The segment in between these cuts was not returned for eval. No evidence of catheter splits, holes, or unintentional breaks were observed. Microscopic examination of the proximal most end of the catheter found that it was the original manufactured catheter end (which should have been fixed to the connector assembly). Catheter damage was seen on the inside edge of the catheter end. Functional testing found no leak sites on the returned catheter segments. The distal piece of the connector assembly was removed and bisected longitudinally to inspect the condition of the connector. No catheter fragments were found, and the compression sleeve was in the locked position. The further lack of indentations on the catheter as well as the other observed evidence, proved that the catheter had never been properly fixed onto the connector stem. This would have resulted in leakage at the connector site, and ultimately detachment of the catheter from the connector assembly. A lot history review (lhr) of rewg0904 showed no other similar product complaint(s) from this lot number.